Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient had experienced the infusion set tubing had been blocked event on (B)(6) 2026. No further information available.